Manufacturer narrative:
D10 concomitant product: egia45amt egia 45 artic med thick sulu (lot#: p5d1250) sigadaptxl, sig power sigadaptxl linear xl adapter (serial#: (B)(6)) sigpshell, sig power sigpshell control shell (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a resection of a benign thymoma involving pulmonary resection, while attempting to fire the device, the cartridge unintentionally articulated and returned to a straight position, preventing the firing from being performed even though the jaw was completely closed and the user was unable to press the green firing button. It was later determined that the connection part between the adapter and the reload had broken, leaving the cartridge unable to be detached and confirming damage to the shaft connection during firing. A new device from another manufacturer was used to resolve the issue. There was no patient injury.